Event description:
It was reported that during an unknown procedure, the material malfunctioned to start the use. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned with four clips jammed within the jaws; the clips were removed in order to perform functional testing. In addition, the orange indicator wheel was returned over traveled. In an attempt to replicate the reported incident, the device was tested for functionality. The instrument was cycled and no clips could be fed into the jaws; therefore the lockout mechanism could not be evaluated. The device was disassembled in order to evaluate the condition of the internal components and excessive dried body fluids were found inside the handles and the shaft of the instrument; this condition prevented the feeding of the clips. In addition, five clips were found inside the clip track. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.